Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardians reported that the patient developed an infection at the pod¿s insertion site (leg) after wearing the device for 72 hours or longer, during which time the patient¿s blood glucose level rose to over 22 mmol/l (396 mg/dl). Upon removal of the pod, the site was described as red, sore, and progressively swelling, with a darker red area and the presence of ¿a green spot¿ at the infusion site. The patient was also reported to experience fatigue and a ketone level of 0.4 mmol/l. Despite guidance advising against application at the same site, a new pod was reportedly applied to the affected site. By the following morning, (B)(6) 2026, the condition had worsened, prompting a visit to (B)(6), where the patient was evaluated by a nurse and general practitioner for approximately 15 minutes. The patient was diagnosed with an infection at the pod site and prescribed flucloxacillin 500 mg to be taken four times daily.